Manufacturer narrative:
Reportable malfunction with inomax dsir ds20080166 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery stopped alarm occurred as the monitored nitric oxide (no) value (i.e., actual: 118 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Afterwards, a service log entry for an injector module failure alarm was recorded as the analog injector readings were out of bounds (temp counts valid range: 70 to 4050 counts; actual temp counts: 8 counts). Although identified in the service log, the regional service center (rsc) did not experience a delivery stopped alarm during testing. The root cause for this occurrence was likely due to a malfunctioning injector module thermistor. As a result, the device's injector module was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due to injector module (im) failure due to temp counts below min for inomax dsir ds20080166. This service log finding meets the criteria of a reportable malfunction. There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs from a device in the us.

Manufacturer narrative:
Correction to section b3 (event date) was made. The correct event date for the reportable malfunction is (B)(6) 2018.